Event description:
It was reported that during the procedure, a hole was observed when fluid was leaking through the drape. The drape was replaced. No patient complications have been reported as a result of this event